Event description:
According to the info, there was a malfunction.

Manufacturer narrative:
The return of the explanted components has been requested. At this time, no response has been rec'd. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be rec'd, qa will file an addendum to this report if required.